Event description:
Upon receipt of the device, the service repair tech (srt) reported that the electronic patient gas system (epgs) failed to calibrate once a new oxygen sensor (o2) was installed. This was an "out of box" failure of the o2 sensor. There was no patient involvement.

Manufacturer narrative:
This complaint was confirmed by the service repair tech (srt). The srt installed a new oxygen sensor and performed preventative maintenance on the unit. The electronic patient gas system (epgs) operated to MFR specification and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.